Manufacturer narrative:
Additional information received on 20 april 2017 and includes: the surgeon revised the stem, the head and the liner on 20 april 2017. The surgery was completed successfully. Additional information received on 28 april 2017 and includes: the stem was removed because the patient did rehab exercises that she was not ready for in her recovery process and fractured her femur. The surgeon replaced the stem with cables and the ceramic head. On 05 may 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery at 1 month after primary tha in a female patient. Radiographical images provided show the presence of a subsided stem and a cortical femoral fracture. From data provided, it is not possible to determine which occurred first. The reason of this failure cannot be determined. Batch review performed on 15 may 2017. Lot 165812: (B)(4) items manufactured and released on 05 january 2017. Expiration date: 2021-12-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The patient explained to the surgeon that while working out he became unstable. The surgeon determined the stem had subsided. The surgeon plans to revise the stem, head and liner. At follow-up, it was confirmed that the stem was removed because the patient did rehab exercises that she was not ready for in her recovery process and fractured her femur.